Event description:
It was reported that during a ptca procedure, a dissection occurred and the pt died. The customer reported that the "dissection happened as soon as the wire was placed. The wire was never taken out of the pt. The physician attempted to attach the wire to two addwire extension devices; however, this wire was not compatible with those devices. The physician then advanced another wire (type unk) which went into a false lumen. The pt coded and died." No further info is available, however, add'l info has been requested.

Manufacturer narrative:
H6: the wire was disposed, therefore, no direct product analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The root cause of the difficulties experienced during the procedure could not be determined.